Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and nonbiological and underfill. The following information was provided by the initial reporter: "particulate in bottom of gel and inadequate fill correctly. Staff noticed something on the bottom of the gel after they started collect and stopped. Also the same batch number yesterday had two that would not fill correctly."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in gel with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and nonbiological and underfill. The following information was provided by the initial reporter: "particulate in bottom of gel and inadequate fill correctly. Staff noticed something on the bottom of the gel after they started collect and stopped. Also the same batch number yesterday had two that would not fill correctly."